Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Caldera medical - t-sling was reported to be used/implanted during this procedure. The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Additional information from the importer report: (B)(6) 2013, avaulta posterior biosynethic support system, catalog#: 486020, (B)(6).